Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to contamination on the battery pca and thermally damaged q1 current-controlling transistor on the charger bedside pca. The root cause for the damaged q1 transistor could not be positively identified. The root cause for the contaminated battery board could not be positively identified. No adverse event resulted form the defective battery charger/modem.